Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two mentor memorygel breast implant prostheses (left: 375cc, right: 350cc) and experienced back and chest pain and right-sided breast mass postoperatively. The patient reports that mammogram performed on unspecified date indicated a breast mass in her right breast. In addition, the patient reports that her back and chest pain started to get worse about two weeks prior to reaching out to mentor. The patient went to ER due to the back and chest pain on unspecified date. During the ER visit, a doctor suspected that the symptoms were stemming from the patient's arthritis that she was diagnosed with prior to the implantation of her breast implants. The patient thinks that her back pain and chest pain are due to her pre-existing arthritis, however, suspects that having the implants could potentially make her symptoms worse. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2021 based on available information. This report is for the left-sided prosthesis.